Event description:
It was reported that the home patient (hp) reused single use supplies during peritoneal dialysis (pd) therapy on the homechoice (hc) machine during the initial drain. The hp stated that the machine alarmed with an unrelated alarm when the hp was doing their day dwell and they cycled the power. The hp then started the next therapy and was in initial drain, but was using the same supplies. The technical service representative (tsr) assisted with ending the therapy and advised to reset up for therapy with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only." A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.